Manufacturer narrative:
(B)(4). This complaint is for a report of a contaminated patient line. The caregiver stated the patient line was dropped and now it contaminated. This complaint cannot be confirmed in the lab due to a lack of sample. This review found the labeling adequate for the related use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services regarding assistance on bypassing the day exchange on the home choice (hc) unit during use, patient not connected. The cg stated the patient line was dropped, and now that it's contaminated, she will have to call the nurse to have them come back out to reset the hc back up. The cg wanted to know if they could bypass the day exchange. The technical service representative (tsr) suggested to the cg to have the hc set up, connect the patient, do the initial drain (I-drain), let the hc move to fill 1, and then once it goes to day dwell 1/1 to advance it to day drain 1/1. The cg does not want to spend the 20 minutes it takes to do that, so the tsr advised her to connect the patient, start the I-drain, then when the hc goes to day fill 1/1 to press stop and call for bypass assistance to night fill. Product surveillance contacted the cg regarding the reported problem. The home patient (hp) had continued therapy. No injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.